Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date: estimated date of event. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that "no cross over the wire" had occurred after a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. The method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The number of patients, procedures, and number of proglide devices used was not provided. As the name of the physicians were not provided by the hospital, it is unknown if the physicians have been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of returned device for analysis a conclusive cause for the reported difficult to insert could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.